Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of device data showed multiple self-test failures associated with the battery below the remaining capacity threshold. No device activity was recorded between october 4, 2025, and december 22, 2025, however the customer reported the device would not power up on december 7, 2025. The observed no power up condition is consistent with a depleted battery related to battery management. The device was returned without the battery or pads. Evaluation using a test battery pack confirmed the device powered on and passed all functional testing. No device malfunction was identified. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 39-year-old male patient, the device would not power up and the device prompted a "unit failed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.